Event description:
A customer contacted beckman coulter inc (bci) reporting that a burning smell was coming from the ups (uninterrupted power supply) linked with the coulter lh750 hematology analyzer. Additionally a char marking was seen on the receptacle (ups), thereafter, the unit was unable to power on. The customer unplugged the system (instrument and ups) from the ac (alternating current) supply. There were no reports of flames, arcing, shocks or apparent smoke. The fire department was not called and the use of a fire extinguisher was not required. No injuries occurred and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site and installed another ups due to an electrical short. The original compression power supply was inspected and reinstalled. There were no issues with the lh750 unit. The unit was powered up and system was verified. The root cause for this issue was associated with the short in the receptacle of the ups where the system was plugged in to.